Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: ventricular assist device (vad) hw30913 was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated the patient wad admitted, and an echocardiogram demonstrated rv dysfunction. It was further reported that the patient was having volume overload and was treated with diuretic medication via intravenous (IV) and blood pressure support medication was weaned prior to discharge. Of note, the patient was non-compliant with medication and diet. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, right ventricular failure and aortic insufficiency are known potential complications associated with the implantation of a vad. Of note, the patient's reported medical history indicated the patient has a history of that the patient had right ventricular (rv) dysfunction prior to implant and was having exacerbations post implant. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the th erapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient the patient had right ventricular (rv) dysfunction prior to implant and was having exacerbations post implant. The patient wad admitted, and an echocardiogram demonstrated rv dysfunction. It was further reported that the patient was having volume overload and was treated with diuretic medication via intravenous (IV) and blood pressure support medication was weaned prior to discharge. Of note, the patient was non-compliant with medication and diet. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.